Event description:
While exchanging a 2.0mm burr for a 2.5mm burr, the guide wire was inadvertenly pulled back and then repositioned. When attempts were made to remove the guide wire, resistance was encountered. The guide wire spring tip unraveled and fractured. The distal portion remained in the pt with no reported injury.